Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was alleged that the pt underwent ceramic on ceramic hip replacement surgery in 2005. It is further alleged that, "problems began two and a half to three years ago." Popping and squeaking occurred after implant.